Event description:
Dealer alleges chair has right side seat frame is bent, one pivot link cracked on right side and the end cap on seat frame is cracked. Concealed damage, shipping box is in good condition.